Event description:
It was reported that, "eius revised to triathlon ps. Pt had lateral knee pain."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR# 9610726-2011-00335.